Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurt very bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea") and abdominal distension ("bloated") and underwent cholecystectomy ("gallbladder removed"). The patient was treated with surgery (hysterectomy surgery to remove essure on (B)(6) 2016). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abdominal distension, cholecystectomy, diarrhoea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become serious incident: hysterectomy were added. On 23-mar-2020: information received via social media: new event - diarrhea, bloated, gallbladder removed and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.